Manufacturer narrative:
Pt info: information unknown not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the bevel cracked during a pre-loaded intraocular lens (iol) insertion. No patient injury was reported. Through follow-up, it was confirmed that the lens was not implanted. The exact nature of contact was not specified. No other information was provided.

Manufacturer narrative:
The material was returned, the following section has been updated accordingly: additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: 13 january 2022. Section h3. Device evaluated by manufacturer? Yes. Section h6 type of investigation: 10 - testing of actual/suspected device. 3331 - analysis of production records. 4109 - historical data analysis. Investigation findings: 114 - operational problem identified. Investigation conclusions: 4315 - cause not established. Device evaluation: the intraocular lens (iol) was returned for evaluation. Product evaluation was performed under magnification. A damaged complaint lens was found stuck in the device cartridge. The cartridge was observed to have a crack and tip damage. The plunger rod was observed to be partially advanced. No assembly issues were observed. Based on the return condition of the lens (stuck in cartridge), the lens was not removed to avoid introducing additional damage unrelated to the complaint issue. Trace amounts of viscoelastic residue were found inside the cartridge which may suggest an inadequate amount of viscoelastic used during loading and insertion. The complaint issue was confirmed; however, this cannot be confirmed to be related to manufacturing (refer to previous statement regarding inadequate viscoelastic usage) and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.